Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the patient experienced a cardiac perforation, resulting in a pericardial effusion. While attempting to treat the effusion, the patient's blood pressure dropped, and the patient expired.